Event description:
Upon inserting inside a pre-treatment aneurysm, it was noticed that the catheter's distal marker band was missing. The catheter was removed and another one was used to complete the procedure. No complications were reported to have occurred with the pt during this event.